Event description:
The customer reported to olympus, the gastrointestinal videoscope had a defective bowden cable. The device was returned for evaluation. During the device evaluation, the foreign material in the air/water tube was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found lose in water tightness due to the wear of the scope cover, upward/ downward angulation control knob could not be locked securely due to the wear of the forceps elevator, bending angle in the up direction did not meet the standard value due to wear of angle wire, air/ water tube had foreign objects, deformed plastic distal end cover, chipped objective lens, and worn adhesive on bending section cover. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the foreign material remained in the device because reprocessing could not be properly conducted due to the discovered leak from the scope cover. It was further noted, that the foreign material could not be identified. The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-190 series operation manual chapter 3 " preparation and inspection" shows how to detect the event. Gif/cf/pcf-190 series reprocessing manual chapter 5 "reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based customer response.

Event description:
The issue occurred during reprocessing.